Event description:
It was reported that there was damage to the eyeball cover of the device. No patient injury was reported.

Manufacturer narrative:
Other, a product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that the outer cover to the gas supply indicator was damaged. Customer problem was able to be verified. The root cause of the reported issue was found to be an impact to the gas supply indicator. Repair actions consisted of replacing the demanded gas supply indicator. A device history record (DHR) review was determined to not be relevant to this investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).